Event description:
Reported per clinical trial (B)(6): on (B)(6) 2017: subject patient underwent an open multiple recurrent incisional midline hernia repair procedure. A bard sort mesh was implanted using sutures. The subject patient was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017: subject patient was diagnosed with wound dehiscence. Drainage noted and prescribed with antibiotics. On (B)(6) 2017: necrosis noted, and staples were removed and started medication (santyl). On (B)(6) 2017: some exposed mesh is noted, and wound vac placed. On (B)(6) 2017: wound of 2.5 cm noted and wound vac stopped. Per the study clinician, the reported adverse event of wound dehiscence has been assessed as severe in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as not recovered. On (B)(6) 2020: subject patient was diagnosed with enterocutaneous fistula. Wound of 4 cm diameter with exposed mesh stained with succus vs. Fecal matter. Undermining circumferentially for 1cm and abdominal binder is used. Patient was prescribed with antibiotics due to skin breakdown. (B)(6) 2020: subject patient was diagnosed with colocutaneous fistula. Per the study clinician, the reported adverse event of enterocutaneous fistula has been assessed as severe in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered. On (B)(6) 2020: subject patient was diagnosed with a mesh infection and surgical site infection. The patient underwent removal of infected mesh, repair of the enterocutaneous fistula, small bowel resection and incisional hernia repair. Patient was discharged to home on (B)(6) 2020. Per the study clinician, the reported adverse event of mesh infection has been assessed as severe, definitely related to the study device and definitely related to the index procedure. The outcome for this ae is reported as not recovered.

Manufacturer narrative:
As reported, about 3.5 years post-implant of the bard soft mesh, the patient, with a complicated medical/surgical history, was diagnosed with a mesh infection and a surgical site infection. The patient underwent an additional procedure during which the soft mesh was explanted. The clinician has assessed the patient¿s postoperative course as definitely related to the study device, definitely related to the procedure, however, based on the information provided, no conclusion can be made. Infection is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists infection as a possible complication. The warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the adverse event of mesh infection. Two additional mdrs were submitted to represent the adverse events of wound dehiscence and enterocutaneous fistula. Not returned - mesh explanted.